Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic post open heart procedure for device check, experiencing bradycardia. It was noted that the right atrial lead was dislodged. During repositioning procedure on 9/22/2015, the lead exhibited undersensing. The lead was explanted and replaced and the procedure concluded uneventfully. The patient was in stable condition and would continue to be monitored.